Event description:
Per syncardia clinical support, patient's nurse phoned to report an alarm on the patients¿ freedom driver. She asked if she should exchange it for the backup. She was told that she should do this. The driver exchange was successful and the patient was not impacted negatively in any way just prior to or during the alarm nor with the driver exchange. The beat rate during the alarm was 138 and the cardiac output was over 7.8 liters per minute with fill volumes around 57-58.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection, alarm history, and patient data review were unable to be performed due to device not being returned to manufacturer. Testing could also not be completed. Failure investigation for this complaint could not confirm or replicated the event not could the root cause of the reported issue be determined due to the product not being returned. The customer reported that there was debris on the filter. The filter was replaced and then the driver was put back on the same patient the following day. This was against the advice from syncardia staff. However, the patient was reported to have not been impacted negatively. No device malfunctions were found during the investigation. The freedom driver in the complaint is currently in patient use. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per syncardia clinical support, patient's nurse phoned to report an alarm on the patients' freedom driver. She asked if she should exchange it for the backup. She was told that she should do this. The driver exchange was successful and the patient was not impacted negatively in any way just prior to or during the alarm nor with the driver exchange. The beat rate during the alarm was 138 and the cardiac output was over 7.8 liters per minute with fill volumes around 57-58.